Event description:
The surgeon attempted to insert a cq2015 collamer three-piece lens and one haptic tore while being ejected. The cartridge was in the pt's eye but there was no contact with the lens. There was no pt injury. The reporter stated that the torn haptic may have been due to a loading error.